Event description:
Well I had the essure implant but it didn't work at all real bad cramps and back aches. I had other kids after the essure was implanted. My periods would be very bad, heavy, the worst cramps ever. I went for the follow up as I was told that my tubes was not close. That it may have spit the coil out. Like really come on. No scar tissue whatsoever. So my insurance ran out and three kids later...